Manufacturer narrative:
The valve was patent. It met the requirements for leak, reflux, pressure-flow testing at 0 cm hydrostatic pressure (hp) and pre-implantation testing. It did not meet the requirements for siphon testing or pressure-flow testing at -50 cm hp. There was proteinaceous debris noted in the interior and the exterior of the device. Debris within the valve may interfere with the siphon control device, resulting in fluid siphoning. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device on (B)(6) 2014. According to the report, the valve was leaking due to the reservoir being broken.

Manufacturer narrative:
The product has not been returned. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture.